Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® edta 2k had a molding defect. The following information was provided by the initial reporter: "the shield was dent. [Correction] stopper void."

Event description:
It was reported that bd vacutainer® edta 2k had a molding defect. The following information was provided by the initial reporter: "the shield was dent. [Correction] stopper void".

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#796739. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.